Manufacturer narrative:
The reported blue error light displayed by the applier, missing endoanchor from the cassette, and loose anchors on a strip of the tape inside of the sterile packaging prior to use cannot be confirmed from the 3d recon report provided. The exact cause could not be conclusively determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An aptus endoanchor was opened for the endovascular treatment of a type ia endoleak of another manufacturer's device. It was reported that the aptus packaging was intact and sterile, and the box was sealed. Upon opening the packaging the applier showed the blue light indicator error code. One anchor was also missing from the cassette and several loose anchors were on a strip of tape inside the sterile packaging. It was noted that another device was used. The physician could not determine a cause. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Device evaluation results are: the complaint was confirmed; based on the return images and from the state in which the packaging was received for analysis. The error light of the low battery at the ready again state indicates that the device had previously been turned as it was reported that an error light was immediately displayed upon turning the device on. The strip of tape containing the five endoanchors and tape on the porthole were examined and found that tape appears to be surgical tape whereas, the tape utilized during aptus production is clear scotch magic tape. In addition, there are no aptus procedures/steps that require tape to be placed over a cassette port, or attach endoanchors to a piece of tape.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received as follows: a sterile product was ordered and used as a demo for training purposes. The demo product (open box) was not properly labelled as demo, not for human use. It was not noticed that the product was opened and used as demo unit and most likely it was shipped to the customer in error.